Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. When the unit was powered on, a software boot up anomaly was observed and the handheld touchscreen commands were inaccessible. At this point, vsual inspection verified the handheld cable was frayed and wires were exposed. A standard handheld was connected to the unit, and the handheld portion of the diagnostic test was completed successfully and passed all required checks. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Exposed and frayed wires of the handheld cable were discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.